Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer reports #3005099803-2012-01705 pertains to the other device. It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was used in a procedure on (B)(6), 2010. According to the complainant, post procedure the patient experienced complications with sex, incontinence, mesh erosion, pelvic pain and vaginal discharge. All other information, including the patient's current condition, is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.